Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (no image) was duplicated due to the failure of the printed circuit board. In addition, it was also found that all indicators on the front panel continuously lit up due to the failure of the printed circuit board, and that dust piled up inside the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that this phenomena (no image and all indicators lit up) were attributed to the failure of the printed circuit board, which might be caused by the aging deterioration due to repeatedly use for a long-term because approximately five years had passed since manufacturing, or to impact from dust piled up inside the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user checked the subject device by following the telephone instructions from the field service engineer and found that there was no abnormality on the cable or the set of the subject device. Then, when the user replaced the subject device to the video system center which was olympus loaner asset, the image issue was resolved. There was no report of patient injury associated with this event.